Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several inappropriate anti-tachycardia pacing (atp) and tachy shocks due to episodes of atrial fibrillation (af) with rapid ventricular response (rvr). The number of episodes were not reported and there is no evidence of therapy exhaustion. This device remains in service and there is no further information regarding corrective actions taken. No additional adverse patient effects were reported.